Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to flattened esc button dome switch. The lcd connector was inspected and there was no unlocked connector. The device was received with cracked case at the display window corner, broken reservoir tube lip and minor scratches on the display window. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump had keypad anomaly. Customer's father did not want to troubleshoot for keypad anomaly. Customer's father advised they spoke to an insulin pump specialist and need the device to be replaced. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.